Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject pacemaker was replaced on (B)(6) 2019. The physician notes stated that the pacemaker had early battery depletion because of a defective lead. The ventricular capture threshold increased from 0.75 v/0.4 ms at implant to 4.0 v/1.0 ms on (B)(6) 2019. Based on preliminary analysis, no issue is suspected on the pacemaker. Intermittent loss of ventricular capture was observed in the provided files; it could be due to a ventricular lead positioning issue and/or the patient physiology.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was replaced on (B)(6) 2019. The physician notes stated that the pacemaker had early battery depletion because of a defective lead. The ventricular capture threshold increased from 0.75 v/0.4 ms at implant to 4.0 v/1.0 ms on (B)(6) 2019. Based on preliminary analysis, no issue is suspected on the pacemaker. Intermittent loss of ventricular capture was observed in the provided files; it could be due to a ventricular lead positioning issue and/or the patient physiology.